Manufacturer narrative:
The device and aux power supply were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Device was recertified and returned to the customer. Device log review and device testing yielded normal findings. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.